Event description:
It was reported that the insulin pump alarmed motor error during the rewind. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip. (B)(4).